Event description:
It was reported that a piece of metal from the shaver flaked off inside the patient. The surgeon was able to remove the piece from the patient and use another shaver to finish the case.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.